Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing had the bands overlapped, consistent with the findings per media inspection on the provided photo. The ligator housing teeth had some damaged. The handle had evidence of the trip wire being secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator housing teeth were damaged and the bands overlapped. The ligator housing contained all the seven bands, some of them being overlapped to one another. It is possible that the device may have been exposed to excessive force when deploying the device, due to this excessive force, the ligator teeth were also damaged, they were found bent. There is evidence that the device that the trip wire was secured, so there is no evidence telling us that the device was used in an inappropriate way at the time when the device was being prepared. A labeling review was performed and based on the information that the device was being used on the gastric fundus during a varicose ligation procedure, this device is not supposed to be used on this side of the body; this device was not used per the instructions for use (IFU)/product label. The IFU states "the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction." Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions due to problems traced to the user not following the manufacturer's instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric fundus during a varicose ligation procedure performed on (B)(6) 2023. During the procedure, the bands were adhered to one another and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the gastric fundus; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use. Additionally, one of the photos of the complaint device outside the patient provided by the customer showed the ligator head with all the seven bands attached, and some of the bands were moved from their position and overlapped.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing had the bands overlapped, consistent with the findings per media inspection on the provided photo. The ligator housing teeth had some damaged. The handle had evidence that the trip wire was secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the bands in the ligator housing overlapped, and the ligator housing teeth were damaged. The ligator housing contained all the seven bands, some of them being overlapped to one another. It is possible that the device may have been exposed to excessive force when deploying the device, due to this excessive force, the ligator teeth were also damaged, they were found bent. There is evidence that the device that the trip wire was secured into the handle slot, so there is no evidence that the device was used in an inappropriate way at the time when the device was being prepared to be used (before the procedure started). Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 was used in the gastric fundus; however, the iuf states, "the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric fundus during a varicose ligation procedure performed on (B)(6) 2023. During the procedure, the bands were adhered to one another and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the gastric fundus; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use. Additionally, one of the photos of the complaint device outside the patient provided by the customer showed the ligator head with all the seven bands attached, and some of the bands were moved from their position and overlapped.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing had the bands overlapped, consistent with the findings per media inspection on the provided photo. The ligator housing teeth had some damaged. The handle had evidence that the trip wire was secured. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the bands in the ligator housing overlapped, and the ligator housing teeth were damaged. The ligator housing contained all the seven bands, some of them being overlapped to one another. It is possible that the device may have been exposed to excessive force when deploying the device, due to this excessive force, the ligator teeth were also damaged, they were found bent. There is evidence that the device that the trip wire was secured into the handle slot, so there is no evidence that the device was used in an inappropriate way at the time when the device was being prepared to be used (before the procedure started). Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the speedband superview super 7 was used in the gastric fundus; however, the iuf states, "the speedband superview super 7 multiple band ligator is not intended for ligation of esophageal varices below the gastroesophageal junction."

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric fundus during a varicose ligation procedure performed on (B)(6) 2023. During the procedure, the bands were adhered to one another and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the gastric fundus; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use. Additionally, one of the photos of the complaint device outside the patient provided by the customer showed the ligator head with all the seven bands attached, and some of the bands were moved from their position and overlapped.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric fundus during a varicose ligation procedure performed on (B)(6), 2023. During the procedure, the bands were adhered to one another and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the gastric fundus; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use. Additionally, one of the photos of the complaint device outside the patient provided by the customer showed the ligator head with all the seven bands attached, and some of the bands were moved from their position and overlapped.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.